Manufacturer narrative:
The user reported receiving "no sensor detected" alerts frequently.the review of the system shows the user was unable to maintain a stable connection between the transmitter and the sensor.however,user remained unresponsive after multiple callback attempts to provide the response from next level support.after escalation to next level support, the user was redirected to hcp to discuss about next steps, such as removal and replacement of the sensor. As per dms, the user is not using the system since (B)(6) 2025.

Event description:
Senseonics was made aware of an incident where the user reported receiving "no sensor detected" alerts frequently.the review of the system shows the user was unable to maintain a stable connection between the transmitter and the sensor. However, user remained unresponsive after multiple callback attempts to provide the response from next level support.after escalation to next level support, the user was redirected to hcp to discuss about next steps, such as removal and replacement of the sensor. As per dms, the user is not using the system since (B)(6) 2025.